Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon and hub and contrast in the balloon, consistent with handling and preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was a strand of balloon peeling on the distal taper. The soft tip was stretched distal to the clear gap for a length of 4mm. The tip was not separated as reported. There were two bends in the hypotube 27cm and 48cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A full length mandrel was advanced through the guide wire exit notch up to the stretched tip with no resistance noted. The inner diameter of the soft tip could not be measured due to the damage noted to the soft tip. Tip damage can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. In this case, it is possible the tip was inadvertently handled during preparation, as there was no damage noted to the tip as the protective sheath was removed from the balloon. Additionally, handling of the tip/balloon likely contributed to the balloon peeling as it was not reported in the incident information. To ensure this is not the result of product deficiency, all stent delivery systems are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested to ensure tip tensile force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for tip damage for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the tip damage could not be determined.

Event description:
It was reported that the device was removed from the box and during inspection before use it was noticed that the tip of the catheter was either bent or separated. The device was not used and there was no patient involvement. Though requested no additional information was provided.